Manufacturer narrative:
B5 (describe event or problem) was updated. The thermogard ivtm console (sn: (B)(4) was evaluated by zoll service at the customer site. The reported complaint of "the thermogard console did not recognize the air trap, and the air trap sensor board was observed contaminated" was confirmed during the functional testing. The root cause for the reported complaint was due to overflow of saline into the air trap chamber, possibly as a result of a damaged start-up kit (suk), likely caused by user mishandling. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. Unable to perform initial functional testing as the customer had opened the air trap. Further evaluation revealed traces of saline on the air trap sensor board; thus, confirming the reported complaint. The air trap block assembly was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn: (B)(4) did not recognize the air trap. When the on-site biomed disassembled the system, the air trap sensor board was observed contaminated. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
As reported, the customer requested a new air trap for the thermogard xp ivtm system (sn: (B)(4)). It is unknown when the issue was observed and whether the thermogard console did not recognize the air trap or displayed mid:09 (air trap assembly) error message, as patient treatment-related details were not provided by the customer. Later, when the on-site biomed disassembled the system, the air trap sensor board was observed contaminated. No consequences or impact to patient.